Manufacturer narrative:
The complaint sample was received at viant for evaluation and the reported event was not confirmed as all locking mechanisms were observed to function as intended. Other observations: there were signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; one (1) of the pin welds on the cardan joint nearest the threads was partially fractured; there was deformation observed on the blue knob that was not consistent with intended use; there were several impactions on the impaction plate, including several deep gouges; the weld adjoining the metal handle and offset cup impactor body was fractured all around; the returned complaint sample was etched per applicable drawings. The complaint sample was observed to be worn. No discrepancies were discovered when reviewing the manufacturing records. No further investigation is required. H6: method, results, conclusion codes updated.

Manufacturer narrative:
The complaint sample was received for evaluation, however the evaluation has not yet been completed. Once the investigation is complete, a follow-up medwatch 3500a emdr will be submitted. Event notification was received (B)(6) 2018 which did not meet reportability requirements at the time with the information available. However, the device was received 13-dec-2018 which contained the fracture. Complaint information received from distributor, (B)(4).

Event description:
It was reported during an unknown patient procedure that the device would not lock. No adverse events nor patient consequence were reported as a result of the malfunction.